Manufacturer narrative:
A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable.

Event description:
It was no functional in the procedure - additional information has been requested.

Event description:
It was no funtional in the procedure.

Manufacturer narrative:
A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Attempts were made on several occasions to obtain additional information to assist with this investigation, however no useful additional information was provided. Evaluation, results and conclusion codes added. (B)(4).